Event description:
Brush broke in mouth [device breakage]. No adverse event. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b dual clean brushhead broke. It was less than one month old and had not been dropped. A scratch test was completed by the consumer: the oral-b logo did not come off. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.